Event description:
It was reported that during a supra ventricular tachycardia (svt) ablation, the ablation catheter got tangled around the right atrial (ra) lead and caused it to dislodge from the ra lateral free wall. The ra threshold had increased and the lead had high impedance. The ra lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2008. (B)(4).